Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had experienced a fever and a bacteremia infection was confirmed. Vegetation was observed on the right atrial (ra) lead. The patient received antibiotic treatment. Cultures were taken and were confirmed to be negative. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.